Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited a burn on the plastic distal end cover.

Manufacturer narrative:
Additional information was received during device evaluation. Please see b5, d9, h4, and h6.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited white foreign material in the jet tube. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, olympus confirmed white foreign material remained at the auxiliary water channel, but the type of the material could not be identified. Per device inspection, there was the possibility that antifoam agent containing simethicone remained in the returned device. There was no deformation or damage found at the auxiliary water channel. Therefore, a definitive root cause of the reportable issue could not be determined. Olympus does not recommend use of simethicone. Even when reprocessing is properly performed in accordance with instructions for use (IFU): there is a risk that simethicone remains. The suggested event on foreign material is preventable by following instructions for use (IFU): operation manual_ insertion_ air/water feeding and suction_ auxiliary water feeding warning: nothing other than sterile water should be used for auxiliary water feeding. No additives should be put into the sterile water. Non-sterile water may cause patient cross-contamination and/or infection. Based on the results of the investigation, the probable cause and root cause of the distal end cover burned could not be determined. Olympus will continue to monitor the field performance of this device.